Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump triggered an air in line alarm and then shut down. The levophed infusion had been running for twenty-four hours. During that time there were three air in line alarms; however, no air was observed by the nurse. After the third air in line alarm, ¿the pump screen went black, and the infusion stopped.¿ at this time, the patient¿s blood pressure dropped (not further specified), and the nurse emergently swapped the pump and tubing to another pump. The patient¿s vitals stabilized. No further information was available at the time of this report.